Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part: 03.803.008, synthes lot: 5553245 / supplier lot: 63356. Release to warehouse date: 17-jul-2007. Supplier: (B)(4). Material record report (mrr) was written for part 03.803.008 synthes lot 5553245 / supplier lot: 63356 for two (2) features (feature 6 and 7) for being oversized. Parts were dispositioned conforms to specification. This complaint is for the spacer falling out of the t-handle; therefore, this mrr is not relevant as features 6 and 7 are not relevant to retaining the spacer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure for posterior lumbar interbody fusion surgery (plif) on (B)(6) 2016 for levels l5-s1, an oblique posterior atraumatic lumbar spacer system (opal) 8 mm trial instrument fell apart. When attempting to remove the shaft portion of the instrument, the opal t-handle became detached from the shaft. The instrument shaft was manually removed by the surgeon. There was no device breakage or fragmentation. It was noted that the device was an older instrument. A surgical delay of two (2) minutes was noted. No additional medical intervention was required. The revision was the result of improper fixation with a competitor's device. The original surgery occurred at an unknown date for posterior lumbar interbody fusion surgery (plif) at levels l5-s1. It was noted the original surgeon never secured the implant with screws and the implant had subsided into the body. The competitor's device was removed and synthes opal system was used as supplemental fixation for stabilization. The revision procedure was completed successfully. Patient status is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device, one opal trial spacer 8mm height with t-handle (part number: 03.803.008, lot number: 63356, mfg date: 17jul2007). The instrument was received by customer quality (cq) with the following complaint description: ¿during a revision procedure for posterior lumbar interbody fusion surgery (plif) on (B)(6) 2016 for levels l5-s1, an oblique posterior atraumatic lumbar spacer system (opal) 8 mm trial instrument fell apart. When attempting to remove the shaft portion of the instrument, the opal t-handle became detached from the shaft. The instrument shaft was manually removed by the surgeon. There was no device breakage or fragmentation. It was noted that the device was an older instrument.¿ the complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The opal trial spacer is part of the depuy synthes opal spacer system. The trial spacer is utilized to help the surgeon to determine the proper implant size for a patient¿s anatomy. The returned instrument was evaluated and the complaint condition of broken was able to be confirmed. The part was received in two separate pieces. Upon inspection it can be seen that the dowel pin the holds the handle and shaft together had sheared off on both ends resulting in the complaint description. The relevant product drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Mrr# 154092 was written for part: 03.803.008 synthes lot #5553245/ supplier lot#: 63356 for 2 features (feature 6 and 7) for being oversized. Parts were dispositioned conforms to specification. This complaint is for the spacer falling out of the t-handle and this mrr is not relevant as features 6 and 7 are not relevant to retaining the spacer. No definitive root cause can be determined however the failure mode is typically associated with excessive hammering to remove the handle which resulted in an off-axis force on the handle causing the pin that holds the spacer and t-handle together to shear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.